Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that,4 months after dental implant was installed in intraoral region #9, its non-osseointegration was observed. The implant was installed with immediately load. Forty (40) ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that, 4 months after dental implant was installed in intraoral region #9, its non-osseointegration was observed. The implant was installed with immediately load. 40 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.